Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing, using the returned battery without duplicating the report. An internal inspection found no discrepancies. The battery harness will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and was beeping. Complainant indicated that there was no patient involvement in the reported malfunction.